Manufacturer narrative:
Concomitant medical products: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported he went to the doctor on (B)(6) 2015 and they turned on adaptive stim. The patient noted that prior to having adaptive stim, he did not have any surges of energy or jolting. The patient noted that it looked like he was having a seizure. The patient got a jolting or surge of energy in the back. It felt like a shock then didn't mean like a shock more like a jolt or surge of energy. It was occurring intermittently only when he bent over and then stood up. If he squats he was fine. The patient tried to increase or decrease stimulation but didn't resolve the issue. The patient noted that the representative told him to lay on his tummy and decrease the stim. The patient had lowered all programs and it had not changed the surge of energy. When the patient was in the shower he bent down and when he was standing up he had the surge of energy like a jolting so now he turns stim off to shower. Every time he bent down and stood back up, he got the surge of energy or jolting. The change in therapy/symptoms was noted as sudden. This feeling would go away after a while. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had contacted the manufacturing representative, who instructed the patient with the adjustments. The patient noted that they didn't really help. The patient met with a manufacturing representative in sep (B)(6) for some reprogramming. The manufacturing representative lowered the pulsations. This helped on that day only and then the jolting would occur when bending down. The patient met with the manufacturing representative a week later for some programming, which was effective and lasted longer than a week. When the patient was trying to sleep, the intensity was too strong so they lowered it. The patient noted that when he was sleeping it had adjusted automatically when changing positions. After lowering it, it was more comfortable; including the jolting when bending. If additional information is received, a supplemental report will be sent.